Manufacturer narrative:
Date of event estimated.

Event description:
It was reported after the patient's surgical implant, he woke up experiencing left lower leg pain. As a result, the patient was admitted into the hospital and the device was turned off. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.